Manufacturer narrative:
This device used for treatment and not diagnosis. Device was received and the investigation is ongoing. Placeholder.

Event description:
Facility reports: after charging the battery, it was very difficult to remove the battery from the casing; the battery has indentation marks from the casing from when it was removed. The casing is not damaged and has been sent in for repair in the past to check if the problem was the casing. The reporter stated there was a 1 minute delay in the scheduled surgery but the product was not being used in surgery, a spare battery was available. There were no injuries or medical intervention reported. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to the complaint not meeting the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #: 8030965-2013-04242.